Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 174 mg/dl, 190 mg/dl, 356 mg/dl and 349 mg/dl when all tests were performed within 10 mins on the aviva sys. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.